Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "equal tibial component fixation of a mobile-bearing and fixed bearing medial unicompartmental knee arthroplasty: a randomized controlled rsa study with 2 year follow-up" written by daan koppens, seren rytter, stig munk, jesper dalsgaard, ole g. Sorensen, torben b. Hansen, and maiken stilling published by acta orthopaedica accepted by publisher on 18 june 2019 was reviewed. The article's purpose was to compare results of component fixation between mobile-bearing and fixed bearing medial unicompartmental knee arthroplasty. It is noted the mobile bearing group were non-depuy components and the fixed bearing were depuy components. Cement utilized was non-depuy. Data was compiled from 65 patients in a randomized patient-blinded clinical trial between january 2014 and november 2015. The article reports that continuous migration was found in 2 fb ukas for the tibial tray. Also noted is 1 patient from being excluded from results for fixation due to deep infection. Depuy products: sigma uni femoral component, sigma uni insert, sigma uni tray. Adverse event: continuous migration of tibial tray. Case of "deep infection" 5 weeks post op (treatment not specified).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.